Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal and additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Previous patient code (3190) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2008 through (B)(6), 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from (B)(6), 2011 through (B)(6), 2015 were not provided. Patient information: medical history: ¿ diverticulosis ¿ post-operative ileus ¿ ventral hernia prior surgical procedures: ¿ laparoscopic nissen fundoplication, liposuction of abdomen [unknown date] ¿ 2005: cholecystectomy ¿ (B)(6) 2008: exploratory lysis of adhesions of the terminal ileum, mobilization of the sigmoid colon, sigmoid colectomy with end-to-end hand sutured anastomosis and incidental appendectomy ¿ (B)(6) 2008: laparoscopic lysis of adhesions and laparoscopic ventral hernia repair with 15 x 22 cm piece of motif mesh ¿ (B)(6) 2011: excision of old mesh, extensive lysis of adhesion (approximately 120 minutes), ventral hernia with sepramesh implant preoperative complaints: ¿ (B)(6) 2011: ¿the patient is a 60-year-old gentleman who now has had 2 recurrent ventral hernias. He underwent his first repair with laparoscopy, which recurred. He underwent an open ventral hernia repair with extensive lysis of adhesions between bowel and mesh. Over the last several months, he noticed a bulge at the superior aspect of his previous ventral hernia repair. Given this finding, he has elected to undergo repair at this time. On examination, he had a 4 x 5-cmdefect at the superior aspect of his previous hernia repair.¿ implant procedure: laparoscopic ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (8362751/1dlmcp04, 15 cm x 19 cm, oval). Implant date: (B)(6), 2011 ¿ description of hernia being treated: ¿on examination, he had a 4 x 5-cmdefect at the superior aspect of his previous hernia repair.¿ ¿ implant size and fixation: ¿once sufficient adhesions were taken down around the hernia, the mesh was measured. The gore-tex dual mesh was utilized for the repair. Approximately 12 x 12-cm mesh was utilized for the repair. Four corners of the mesh were sutured with gore-tex suture. This was then inserted into the abdominal cavity. The 4 corner sutures were then brought out through the abdominal wall and secured. Once the mesh was secured to the abdominal wall, the rest of the mesh was then secured to the abdominal wall using protack staplers.¿ ¿ post-operative period: [one day] ­ (B)(6) 2011: discharge note: ¿status post lap hernia repair. Patient feels well.¿ explant preoperative complaints: ¿ (B)(6) 2015: ¿infected abdominal wall mesh. History: mesh put in 2008 after ventral hernia , status post colo [sic] resection. Had multiple surgeries since. Presents today for mesh removal and repair of ventral hernia.¿ ¿ (B)(6) 2015: ¿the patient is a 64-year-old gentleman who has had three separate ventral hernia repairs. His initial ventral hernia repair was number of years ago and he developed a recurrence. At his second recurrence, he was seen by me and recommendations for surgery for repair of his ventral hernia was made. At that time, his old marlex mesh was removed and he underwent open ventral hernia repair with sepramesh. Approximately a year after his second ventral hernia repair, he developed a defect in the upper aspect of his repair. He elected to undergo repair at that time. He underwent a laparoscopic repair with gore-tex mesh. Initially did fine from his surgery; however, soon after the second surgery, the patient began having multiple what I would described [sic] as rheumatologic issues. The patient is highly concerned that his systemic symptoms were secondary to possibly infected mesh. He underwent multiple CT scans with no evidence of fluid or inflammation identified. Most recently, the patient underwent two hip replacements. The etiology of the first hip replacement failure is unclear. However, the patient attributes that this maybe secondary to his systemic symptoms as well as possible infected mesh attributing to his multiple symptoms. Given these concerns, the patient has requested that his mesh be removed.¿ explant procedure: removal of abdominal mesh. Explant date: (B)(6), 2015 ¿ ¿operative findings: there was no evidence of recurrent hernia. The mesh, both the gore-tex mesh and sepramesh was well incorporated into the tissue with no evidence of fluid collection or abscess.¿ ¿ ¿dissection was carried down until the mesh was identified. The gore-tex mesh was identified first. This was divided and the abdominal cavity was entered. There were some adhesions between the omentum and the gore-tex mesh which were sharply taken down. All the attachments with the protack device were individually removed from the abdominal wall. Once all the protack screws were removed, the mesh was removed from the abdominal cavity. A portion of the mesh was sent to microbiology for cultures. The sepramesh was much more well incorporated within the abdominal wall fascia. The mesh was meticulously dissected off the abdominal wall. There was some small bowel adherent to the mesh, which were sharply taken down. The mesh was removed in its entirety. The portion of the sepramesh was also sent to microbiology for cultures. Once the mesh was completely removed, dr. (B)(6) was called into the operating room for reconstruction of his abdominal wall.¿ relevant medical information: ¿ (B)(6) 2015: microbiology: ¿hernia mesh. Aerobic culture: no growth after 3 days. Gram stain: no wbc¿s or organisms seen.¿ ¿ (B)(6) 2015: microbiology: ¿hernia mesh. Anaerobic culture: no anaerobic organisms isolated.¿ ¿ (B)(6) 2015: microbiology: ¿hernia mesh. Fungal culture: no growth after 4 weeks of incubation. Fungus smear: no fungi observed.¿ ¿ (B)(6) 2015: microbiology: ¿hernia mesh. Afb culture: no growth after 6 weeks of incubation. Afb stain: no acid-fast bacilli (afb) seen.¿ ¿ (B)(6) 2015: microbiology: ¿hernia mesh #2: aerobic culture: no growth after 3 days. Gram stain: few wbc¿s. No organisms seen.¿ ¿ (B)(6) 2015: microbiology: ¿hernia mesh #2: anaerobic culture: no anaerobic organisms isolated.¿ ¿ (B)(6) 2015: microbiology: ¿hernia mesh #2: fungal culture: no growth after 4 weeks of incubation. Fungus smear: no fungi observed.¿ ¿ (B)(6) 2015: microbiology: ¿hernia mesh #2: afb culture: no growth after 6 weeks of incubation. Afb stain: no acid-fast bacilli (afb) seen.¿ ¿ (B)(6) 2015: discharge summary: ¿patient transferred to dunn 8 with a nasogastric tube in place and npo [nothing by mouth] with morphine pca [patient controlled analgesia] for pain control. Nasogastric tube removed and was put on a clear liquid diet. Throughout the rest of the week, the patient's diet was advanced. His pain was controlled and his pca was discontinued and he was started on oral pain regimen. Tolerating a p.o. [By mouth] diet, was voiding, had normal white blood cell count, had his pain controlled on p.o. Pain regimen, was having normal bowel movements and was without nausea or vomiting.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8362751. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A1: corrected patient identifier. H6: conclusion code remains unchanged.